Event description:
It was reported that the tip of the device broke off during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the tip of the device broke off during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.